Manufacturer narrative:
The issue was investigated in detail. According to the provided pictures the cables between the system foot and the table were excessively worn. During system motion the cable harness rubs against the cover and therefore signs of wear to a certain extent will occur during the life time of the system. Therefore, inspection of cables is a part of the regular maintenance that should be performed every two years (see maintenance instruction xpd3-500.831.20.06, chapter 2.1 visual check per iec 62353; page 19). For this system no maintenance contract with siemens service organization was available prior to july 2017. The provided pictures show defect of low power cables that should have been recognized and resolved much earlier by the user (while performing daily check) or by service personnel. In this individual case an issue with workmanship is assumed. If the maintenance was performed every two years according to the instructions, this problem would have been detected before any cable damage and prior to the electrical safety of the system being compromised. A service technician visited the site due to the user finding an issue with the defective cables. Since only low voltage cables were affected, the technician didn't see any potential hazard and fixed the cable with isolation tape. According to information from the service organization the cables were later replaced and the system is back to the specifications. The investigation of the returned cables confirmed that no high voltage cables were affected.

Manufacturer narrative:
Note: per email received 03/15/2019 from the FDA, the administration has not received an initial report for the MDR # 3004977335-2018-11906. Siemens is re-submitting this adverse event report per FDA request. The investigation is on-going. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
The user reported cables behind the compression unit of the axiom luminos drf wearing off. Abnormal abrasion of the cable assembly was confirmed by siemens. This may have impact on the electrical safety of the system. There are no injuries attributed to this event. The reported event occurred in (B)(6).